Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated. Visual inspection of the device did not reveal any evidence of a ¿missing top tip.¿ the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was missing a top tip. This was identified before use. There was no patient involvement. Additional information was requested and is not available. This is medical device report 1 of 3.